Manufacturer narrative:
The manufacturer previously reported a failure of the sensor board. The sensor board was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the sensor board failing was due to flow sensor (mt5) being out of tolerance caused by contamination.

Event description:
A ventilator was returned to a third party service center for evaluation with an allegation of a flow issue. The device was not in patient use. During the evaluation of the device at a third party service center, a failure of the ventilator's sensor board was observed. The device's sensor board was replaced to address the issue.